Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, was interrogated and the egm was not recorded. No intervention was performed to resolve the event and patient's condition was stable.